Event description:
(B)(6) clinical study. It was reported that myocardial infarction, stent thrombosis and stent under-apposition occurred. In (B)(6) 2010, the patient presented with chest pain on exertion associated with shortness of breath along with positive stress test. The patient was diagnosed of stable angina and underwent cardiac catheterization which revealed two lesions. The first lesion was a 2.25x18 mm, de novo, 80% stenosed target lesion located in the proximal left anterior descending (lad) artery. It was treated with direct stent placement using a 2.25 x 20 mm taxus liberte stent, with 0% residual stenosis. The second lesion was a 2.25x12 mm, de novo, 70% stenosed target lesion located in the distal left circumflex (lc) and was treated with direct stent placement using a 2.25 x 16 mm taxus liberte stent, with 0% residual stenosis. The following day, patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient underwent rotator cuff surgery. Post surgery, the patient developed acute onset of chest discomfort, shortness of breath, jaw pain, cough and was hospitalized on the same day. Patient was not on aspirin and study drug. All antiplatelet medications were stopped one week prior to surgery. Also, on the same day, ECG revealed st-t wave changes and the patient was diagnosed with q-wave, acute st elevation myocardial infarction and cardiac catheterization was performed. Furthermore, ivus revealed significant "under-apposition" in the proximal segment of the study stent deployed in proximal lad. Angiography findings revealed stent thrombosis located in the proximal lad. It was treated with thrombectomy and balloon angioplasty using a 3.0 x 12 mm emerge balloon, resulting in 0% residual stenosis with good stent apposition. Also, the 70% stenosis extending from the 2nd diagonal to distal lad was treated with balloon angioplasty using a 2.5 x 15 mm emerge balloon resulting in excellent angiographic results. Balloon angioplasty was performed at the area of bifurcation of the 2nd diagonal and distal lad. Cardiac enzymes were elevated 24 hours post procedure. Two days post surgery, hematological measurements revealed decreased hemoglobin with gusto bleeding scale of severe. Patient was transfused with 2 units of whole blood and was given cold pack to right shoulder. Decreased hemoglobin was considered resolved without residual effects on the same day. Four days post procedure, the patient was discharged on clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).